Event description:
Area above the knees feels solid and not like fluid (unspecified). [Adverse event]. Has not been helpful [therapeutic response decreased]. Case description: spontaneous report was received on 18-may-2012 from a female pt, initials (B)(6) (age not provided) with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml weekly in both knees. The lot number of synvisc was not provided. On (B)(6) 2012, the pt had last dose of synvisc which was not helpful and the pt was very disappointed. It was reported that there was an area above both knees that felt a little solid and not like fluid. On (B)(6) 2012, the pt was treated with cortisone injection in her both knees. The pt had skinny legs and no cartilage. No action was taken with synvisc. The outcome for the event of 'area above the knees felt solid and not like fluid' was not yet recovered. Relevant concomitant medications were not provided. The intensity for the event of 'area above the knees felt solid and not like fluid' was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 23-may-2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.